Manufacturer narrative:
A visual examination of the returned device found that the outer sheath was partially retracted with approximately 2 millimeters of the stent distal edge deployed. Additionally, the blue shaft was slightly compressed at various locations along its length; however, the evaluator was still able to retract the t-bar and deploy without issue. The most probable root cause is due to anatomical/procedural factors encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review identified that the device was used per the endoscopic covered biliary directions for use (dfu). (B)(4).

Event description:
It was initially reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the stent could not be deployed in the common bile duct (cbd). The physician indicated that several deployment attempts were made, without success, by varying the positions of the scope. When the device was removed from the patient, the stent opened without issue. An additional attempt was made in the patient; however, it failed once again. The procedure was completed with a different stent (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; partial deployment.